Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right essure micro-insert had migrated outside of the fallopian tube/ micro-insert was found on top of her transverse colon") and embedded device ("the essure coil was then found imbedded in the omentum") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted" in (B)(6) 2015. The patient's concurrent conditions included headache, overweight, vulval itching, vaginal odor, vulval irritation, vaginitis bacterial, pelvic discomfort and ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control as well as venlafaxine (effexor) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain, dysmenorrhoea (cramping)"), abdominal pain lower ("severe lower abdominal pain, even when not menstruating/ severe abdominal cramping, even when not menstruating, pain"), pelvic pain ("severe pelvic pain, even when not menstruating, pain"), back pain ("severe lower back pain, even when not menstruating, pain"), vaginal discharge ("vaginal discharge"), rash ("rashes or skin conditions type: rashes"), fatigue ("chronic fatigue"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), weight decreased ("weight loss") and abdominal pain ("abdominal pain, pain"). On (B)(6) 2015, 9 months 11 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced menorrhagia ("prolonged menstruation/ abnormally heavy menstrual bleeding/ abnormal menstruation, abnormal bleeding (menorrhagia)"), headache ("worsening of her headaches"), pruritus ("itching") and scar ("some scar tissue beginning to form around it"). The patient was treated with surgery (laparoscopic surgery to remove the right essure micro-insert on (B)(6) 2016) .at the time of the report, the device dislocation, embedded device, dysmenorrhoea, abdominal pain lower, menorrhagia, headache, vaginal discharge, depression, anxiety, rash, pruritus, fatigue, weight increased, scar, vaginal haemorrhage, weight decreased and abdominal pain outcome was unknown and the pelvic pain and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device dislocation, dysmenorrhoea, embedded device, fatigue, headache, menorrhagia, pelvic pain, pruritus, rash, scar, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: in dec-2015, patient was admitted to the emergency room (ER) for abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Pregnancy test - on an unknown date: negative. In (B)(6) 2015, an ultrasound was performed, the results of which revealed that the right essure micro-insert had migrated outside of the fallopian tube. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain, vaginal discharge. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received: new reporters, patient demographic information, product indication updated, lot number, concomitant disease and medications, new events embedded device, vaginal haemorrhage, weight decreased, abdominal pain and device monitoring procedure not performed added. Outcome for the events back pain and pelvic pain updated to recovered / resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right essure micro-insert had migrated outside of the fallopian tube/ micro-insert was found on top of her transverse colon") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included headache. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain, even when not menstruating/ severe abdominal cramping, even when not menstruating"), pelvic pain ("severe pelvic pain, even when not menstruating"), back pain ("severe lower back pain, even when not menstruating"), menorrhagia ("prolonged menstruation/ abnormally heavy menstrual bleeding/ abnormal menstruation"), headache ("worsening of her headaches"), vaginal discharge ("vaginal discharge"), depression ("depression"), anxiety ("anxiety"), rash ("rashes"), pruritus ("itching"), fatigue ("chronic fatigue"), weight increased ("weight gain") and scar ("some scar tissue beginning to form around it"). The patient was treated with surgery (laparoscopic surgery to remove the right essure micro-insert on (B)(6) 2016). At the time of the report, the device dislocation, dysmenorrhoea, abdominal pain lower, pelvic pain, back pain, menorrhagia, headache, vaginal discharge, depression, anxiety, rash, pruritus, fatigue, weight increased and scar outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, device dislocation, dysmenorrhoea, fatigue, headache, menorrhagia, pelvic pain, pruritus, rash, scar, vaginal discharge and weight increased to be related to essure. The reporter commented: in (B)(6) 2015, patient was admitted to the emergency room (ER) for abdominal pain. Diagnostic results: in (B)(6) 2015, an ultrasound was performed, the results of which revealed that the right essure micro-insert had migrated outside of the fallopian tube. Incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.